Event description:
While the unit was in use on a patient, the unit had a system failure alarm. The unit was turned off and back on again and the unit alarmed again. The patient was switched to another unit and therapy was continued. No patient injury was reported.